Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to a leakage in the biopsy channel, disallowing further reprocessing. A further cause of the leakage could not be presumed. The suggested events are preventable and detectable by handling device as per the following instructions for use (IFU): - operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there were scratches found throughout the device and the label on the scope connector was peeled. It was also noted that water tightness was lost due to a dent on the channel tube. The insulation resistance value at the distal end did not meet standard value due to a burn on the plastic distal end cover and the objective lens had a chip. The connecting tube had buckling and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had a defective air/water channel. The issue was found during inspection for use. Inspection and testing of the returned device found that foreign material resembling hair was discharged when water was passed through the auxiliary jet tube during the leakage test. It was also noted that the nozzle was clogged with foreign material. The light guide lens, image guide protector and bending section rubber adhesive had foreign material. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.